Event description:
It was reported when using the bd vacutainer® sst¿ there was hemolysis in an unspecified number of samples. The samples were recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Therefore, a total of 30 retained samples were visually inspected for gel defects and additive abnormality, and none of these 30 retained samples failed inspection. Complaints for sample quality are under statistical control for the month of october 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: hemolysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ there was hemolysis in an unspecified number of samples. The samples were recollected. No adverse impact was reported regarding the patient or user.